Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and spinal pain. The patient had her pump redone because it had been pinched off and she was not getting the drug properly, it was not working because she got a belly button hernia in 2016 for lifting heavy things when her husband was sick, patient was in so much pain, and her blood pressure was sky high (from the pain) and it was not working and they kept bumping it up but nothing changed, they called it a belly button hernia and actually it looked like she was a little bit pregnant and the pump was facing towards it and evidentially it made a line get pinched and because of the hernia she was not getting drug, her blood pressure went sky high, she was telling them she was in so much pain that's why her blood pressure was high, and it was not working. Patient said she had not seen the managing doctor in over a year, she saw the associates and they kept wanting to bump it up but she kept telling them when they bumped it nothing changed she was frustrated. Patient finally saw the managing doctor 3 weeks prior to (B)(6) 2017, the doctor ran the dye through, saw the pump was towards the it, diagnosed a belly button hernia which made the line get pinched off so he put it the opposite direction away from the hernia and for the first time, it worked the way it was supposed to, it was working better than it had ever worked; for the first time, it worked the way it was supposed to work all along. The situation was resolved and the patient was going back to the doctor on the (B)(6). It was noted that the patient goes in for a refill every 2 weeks. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.